Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the suction irrigator instrument with an alleged issue to perform failure analysis. An RMA was not issued for return as the customer sales associate (csa) advised customer to submit request. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the suction irrigator instrument felt still during use. Upon checking, the customer noticed that the wrist was broken. The procedure was continued as planned with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer indicated that 2 suction irrigator instrument tips broke off as the surgeon was using the instruments to suction/dissect. There was no report of fragment(s) falling inside the patient. A back up instrument was used to continue the procedure.